Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. The blood glucose level at the time of the incident was 51 mg/dl. Customer stated they were not using the insulin pump with insulin. Customer stated sensor received cannot find sensor signal alert. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.